Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device box was received for evaluation. A visual evaluation showed an empty original packaging with the batch number of the complaint on the label. No device was received. An image evaluation was performed and found two fast fix devices. One device appears to have t1 and the suture outside the needle; t2 is not visible. The other device has no visible anchors a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: b5: describe event or problem and h6: health effect - impact code.

Event description:
It was reported that, during a meniscus repair surgery, after the t1 was deployed, the spring inside the needle of two (2) units of a fast-fix 360 curved ndl delivery sys didn¿t retract to pick up the t2, even when the grey collar was pulled back. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair surgery, after the t1 was deployed, the spring inside the needle of two (2) units of a fast-fix 360 curved ndl delivery sys didn't retract to pick up the t2, even when the grey collar was pulled back. The procedure was resumed using an equivalent s+n back up. It is unknown if there was a delay, and no further complications were reported.